Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 120 mg/dl. The customer closed the alarm notification and resumed insulin delivery. The remainder of the bolus was delivered without another occlusion alarm. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.